Event description:
The customer reported via phone call that he was hospitalized and was no longer using the insulin pump. Details of the hospitalization were not provided. Blood glucose levels at the time of the call and at the time of admission were not provided. The call was disconnected before the customer could provide any additional information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.